Event description:
It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during a procedure. (Patient gender, age and weight unknown) according to the complaint, the clip device seems to be defective. During preparation, the physician pulled the over-sheath grip according to the instructions to expose the clip but the clip didn't came out of the sheath. The case was completed with another hemostatic clipping device. There was no patient involvement or complications reported as a result of this event.

Manufacturer narrative:
Product analysis: product was inspected when received. One device was returned for evaluation. By grabbing the over sheath by hand, was able to expose clip assembly. Upon investigation it was noticed that the clip assembly was detached from the bushing, but still attached to the control wire, via the tension breaker and yoke. The clip assembly was located inside the over sheath. The control wire was slightly kinked near the handle and the sheath grip was detached from the over sheath. Control wire was actuated (unable to actuate clips) and the clip assembly deployed. The root cause was determined to be user error.